Event description:
It was reported that: high threshold and high hv lead impedance in this bsx ICD lead serial number (B)(6) implanted (B)(6) 2013. Pt's bsx generator was changed out for mot ddmb104 sn (B)(6). Chronic atrial lead remains insltu and in use. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).